Event description:
It was reported that the pt experienced a gradual loss of therapeutic efficacy (there was no specific onset) "over about one year." A dye study was performed that showed potential pooling of dye where the catheter entered the spine. A catheter leak was, thus, suspected near the spinal insertion site. The pt's catheter was removed and replaced. The pt's pump contained lioresal at a concentration of 2,000 mcg/ml and a dosage of 1,516 mcg/day. The pt recovered without sequela. No further details were provided at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).